Event description:
The customer reported the alarm has intermittent power. The customer reported that the batteries were replaced with new supply all of the same type, there are no signs of battery acid or leakage in the battery compartment and there was no visible damage to the outside of the alarm reported. The customer did not provide the specific date when this was discovered. There was no pt incident or injury reported.

Manufacturer narrative:
Results - eval of the product found the alarm powers up but there is no voice message or alarm tone when weight is off the sensor or when the sensor is unplugged from the alarm unit. (B)(4).